Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they did not hear the differences between the two audio beep volumes. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump affected software version 4.10 and that audio beep test failed. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly.